Manufacturer narrative:
Updated fields: b5, e2, e3 and g2 (added health professional) this report is being supplemented to provide additional information from the reporter.

Event description:
Additional information was provided by the customer. The intended procedure was diagnostic. There was no procedural delay. The procedure was completed with the same device. There were no other devices involved or replaced in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image displaying could not be determined at this time. Device evaluation was unable to reproduce the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The device passed all functional testing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head was unable to take pictures during an unknown procedure. There were no reports of patient harm associated with this event.